Manufacturer narrative:
It was reported that two hours post successful amulet implant the patient developed a 10 mm circumferential pericardial effusion. The patient did develop cardiac tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Request was made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. Based on the information received, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient using a 12f amplatzer amulet delivery sheath as part of a left atrial appendage closure procedure. The patient was administered 4000 ui of heparin and had a noted activated clotting time (act) level above 250 seconds. The patient was in atrial fibrillation at the time of procedure. The transeptal puncture was inferior-posterior. There was no difficulty experienced implanting the amulet. There was not multiple wire or delivery sheath exchanges. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in procedure reported. The patient was administered 2500 ui of protamine after procedure. It was noted 2 hours post-procedure, on echocardiography that the patient developed a 10mm circumferential pericardial effusion. The patient did develop cardiac tamponade. A pericardial effusion was not noted prior to procedure. With a syringe and a pigtail, blood sucked out. The patient was no taking an anticoagulant or antiplatelet medication prior to procedure. The patient was taking 250 mg of intravenous aspirin after procedure and administered clopidogrel 1 hour before the pericardial effusion was discovered. There was no allegation of malfunction against the abbott device or procedure. The patient was stable and alive at the time of report. No additional information was provided.